Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA (B)(4) that a female patient, who's undergone breast reconstruction with an unspecified mentor tissue expander on an unspecified breast, suffered breast implant leaking, post-procedure. As a result, the patient underwent implant removal on an unspecified date.

Manufacturer narrative:
On february 8, 2022, mentor became aware that the patient underwent implant removal on (B)(6) 2021.